Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had loose hardware. It is unknown if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d5, e2, e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during routine check it was reported the cardiosave intraaortic balloon pump (iabp) had loose hardware, the top part had loose screws. Getinge field service engineer (fse) failure observed by end user missing hardware on display head and bracket assembly. Observed failure, will order hardware and return to install. Returned 6/29 and installed all missing and worn hardware. Corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. It is unknown if there was any patient involvement.